Manufacturer narrative:
Account calibrated the position sensors, replaced the power control module and recalibrated the bed sensors. Problem returned so technician asked account to check the hi/low sensor linkages. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the bed will not go into trendelenburg.